Event description:
It was reported that the buttons were not responding on the customer's insulin pump and multiple failed battery test notifications were received. It was stated that the battery was removed and the insulin pump would not load back up. The customer's blood glucose level was 5.6 mmol/l. The customer was advised to discontinue use of the pump nothing further was reported.

Manufacturer narrative:
The insulin pump power up properly after battery installation and all operating currents were within specifications, no failed battery test alarms noted. Unit received with intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).